Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented low blood glucose of 45 mg/dl after the user accidentally announced an additional meal; the user was instructed to consume 15 grams of carbohydrates every 20 minutes and treated the event with oral glucose, including soda. Symptoms included no reported clinical manifestations during the event. Outcomes included no need for medical intervention and assistance provided at home by a caregiver. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.